Event description:
It was reported that low defibrillation lead impedance was detected on the device. No further information was received. The patient's condition is unknown.

Manufacturer narrative:
Further information was requested but not received.